Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced discomfort with device use however the issue could not be resolved. Subsequently the device was explanted (date not reported) and the patient was re-implanted with a new device.